Event description:
It was reported that an "electrical rest" was noted on a remote transmission, and there was concern that the pacing mode may have changed from aair to vvi. The reset was the result of a "parity error." The reset did not change the pacing mode nor did it affect the parameters. It did clear the device memory. The pacemaker continues to pace in the atrium and remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that an "electrical rest" was noted on a remote transmission, and there was concern that the pacing mode may have changed from aair to vvi. The reset was the result of a "parity error." The reset did not change the pacing mode nor did it affect the parameters. It did clear the device memory. The pacemaker continues to pace in the atrium and remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) - the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. The device experienced a critical random access memory parity error power on reset on (B)(6) 2012, in location "1a 0c." The device should be able to recover from the event and continue normal function.